Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2014, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the cause of the catheter not being able to be aspirated was not known. It was reported that the issue was resolved. The explanted catheter portion was discarded of.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-may-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was currently receiving clonidine of an unknown concentration at an unknown dose rate and dilaudid with concentration 20 mg/ml at a dose rate of 2 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that they were calling form the operating room to get calculations for a normal elective replacement indicator (eri) replacement case, as the healthcare provider could not aspirate from the catheter access port (cap). The healthcare provider attempted to aspirate from the old pump cap and couldn't, so he took 27.9 cm off of the pump segment and attached a 27.9 cm pump segment. While he was replacing the pump segment it was noted that the healthcare provide had event put the needle in the spinal catheter and attempted to aspirate, but couldn't. The healthcare provider then connected the new pump segment to the new pump and the old spinal segment. He attempted to aspirate again and got "a little bit" but the company representative thought it didn't clear the catheter. It was considered that the catheter had a small volume (27.9 cm + 39.6 cm = 0.149 ml), but the company representative believed that the spinal segment had drug. It was calculated that assuming the spinal segment had drug, the patient would get nothing for approximately 14 to 20 hours while the water fills the empty pump segment, then for roughly 20 hours, they would get drug, and then they would get water. This was while keeping in mind the drug being diluted from water. The company representative had no further questions and stated that they had pulled out exactly the 11.6 ml that they were expecting from the old pump.